Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient demanded this subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode be removed from service due to discomfort. A transvenous replacement system was implanted. No additional adverse patient effects were reported.